Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2012, due to a cerebrospinal fluid leak. The patient was treated with placement of a suture, a compression dressing, and further neurological observation. The patient was discharged on (B)(6) 2012, with no further csf leakage. The implanted device remains.

Manufacturer narrative:
Correction: the correct brand name is 'nucleus 24 auditory brainstem implant system'; not 'nucleus 24 channel cochlear implant system' as previously reported. Correction: the correct PMA # is 000015; not 970051 as previously reported. This report is filed october 1, 2013. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.